Event description:
A pt reported experiencing inaccurate erratic results with a sse meter. The pt's blood glucose results were 45mg/dl, 110mg/dl. Tests were done within <10 mins with a difference of 58mg/dl. Pt did not experience any adverse events. No further info has been reported.